Manufacturer narrative:
Qn#(B)(4). The device history review for the product auto endo5 ml, lot number 73a1600245 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the surgeon fired the first clip and it worked fine. However, the 2nd clip advanced in a closed position and the clip jaws did not open up. The device was pulled out of the patient and the surgeon tried to fire two more clips on the mayo stand. Clips two, three and four all failed to open. Another device was used to complete the case successfully. The patient's condition was reported as fine.